Event description:
It was reported that the pump was to be removed on 2012 (B)(6) due to lack of effect. The physician commented that the patient strongly wished the pump to be removed because treatment effect as expected had not been obtained; hence the pump was to be removed. The physician stated that there had been no particular adverse effect on the health of the patient. The event required hospitalization or prolonged hospitalization for treatment of the event. Patient outcome was reported as not recovered. The device system delivered gabalon.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).